Event description:
It was reported that the monopolar curved scissors instrument was not responding to the commands. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the last surgical procedure on (B)(6) 2025. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The movements of the surgeon scaled appropriately to the monopolar curved scissors (mcs). The timing of the mcs was appropriate. There was no shakiness or friction observed. The mcs did not move in the intended direction since surgeon indicated left, and it moved down. The issue was persistent. The procedure was completed with no patient injury and no delays.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor was analyzed and the complaint was not confirmed by failure analysis. Customer reported that the instrument was not responding to commands. Failure analysis could not verify the reported issue. The instrument passed all in-house functional, engagement, motion, and energy delivery tests, with no physical damage observed. No product issue was identified.